Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B) (4).

Event description:
The pt reported the surgeon implanted a micl 12.6mm implantable collamer lens in her right eye on (B) (6) /2007. The pt reported to have lost vision because of the development of a cataract or may have had cataract surgery. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available. See MFR # 2023826-2010-00113 for the left eye.